Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that on (B)(6) 2019 they began to experience symptoms of hypoglycemia, numbness on his tongue and "weird". They provided two sets of inaccurate values for the time of the event, the continuous glucose monitor (cgm) reading was 5.4 mmol/l while the blood glucose (bg) reading was 3.4 mmol/l, and the cgm reading was 5.2 mmol/l while the bg reading was 3 mmol/l. The patient treated themselves with dextrose tablets and recovered without 3rd party intervention. At the time of contact, the patient was doing ok. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.